Manufacturer narrative:
Approximate age of device: 2 years and 6 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the reported infections could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with reports of a driveline infection and potential device infection. The patient underwent a pump exchange on (B)(6) 2015. No additional information was received.